Event description:
As per e-mail received from the affiliate: eleven days after the implantaion of a cypher in the svg to rca lesion this pt complained of chest pain and difficulty breathing. ECG changes were observed. A repeat angiography was performed and thrombus was observed in the implanteed cypher stent and distal to it. Aspiration and a balloon angioplasty were performed to treat the thrombus. Four days later, the pt was still hospitalized and currently rehabilitating. Per the procedural physician, the probable cause of the sat was the under dilation of the cypher.